Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.1-10.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 34.3-34.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 13.0-14.0cm, 14.9-15.6cm, and 29.0-29.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).